Manufacturer narrative:
D10: concomitant product: sigpshell - sig power sigpshell control shell, lot# n3e0236y sigphandle - sig power sigphandle handle,sigpshell - sig power sigpshell control shell, lot# n3j1947y. Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A visual inspection of the returned photo noted that a power handle error was displayed on the screen of the handle. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running software at the time of the fpga reset/reprogram failures. It was also noted that a used clamshell was connected to the returned handle, causing the used clamshell swim lane to be displayed. It was reported that the handle screen showed that the adapter was recognized, but the screen left part stayed gray with a red zero (0), indicating the shell was used. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the user attaches a used clamshell to the handle. It was also reported that there was a power handle error issue. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the handle screen showed that the adapter was not recognized, but the screen left part stayed gray with a red zero (0), indicating the shell was used. Moreover, a new visual on the handle screen occurred. It showed a red circle or cross through the handle, and it could not be used. It was noted that two shells were used, and also a second handle. Thecompetitor's powered stapling was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident device found that an analysis of data stored on the handle shows evidence of field pr ogrammable gate array (fpga) reset/reprogram failures.